Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not hearing well with the left side. Diagnostic imaging is going to take place. Re-implantation is being discussed.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was not hearing well with the left side. No trauma has been reported. The patient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode is suspected possibly due to minute device mobility. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The patient is not hearing well with the left side. No trauma has been reported. Re-implantation is being discussed but no date has been scheduled.